Manufacturer narrative:
Customer had not plugged the machine to the ac mains power. Once they reconnect the machine to ac mains power after that problem is resolved and machine working normally. This was a use error, there was no reportable malfunction. H3 other text : customer had not plugged the machine to the ac mains power. Once they reconnect the machine to ac mains power after that problem is resolved and machine working normally. This was a use error, there was no reportable malfunction.

Manufacturer narrative:
Distributor's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.